Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, they are questioning their canister readings. The customer stated that there is concern and they are really starting to question the algorithm. The customer stated that they found a starting hb of 10.3g/dl and pacu hb of 5.67g/dl equating to almost half the patients blood volume, minus dilution, yet the triton canister reading was felt to be low for the amount of bleed that took place. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, they are questioning their canister readings. The customer stated that there is concern and they are really starting to question the algorithm. The customer stated that they found a starting hb of 10.3g/dl and pacu hb of 5.67g/dl equating to almost half the patients blood volume, minus dilution, yet the triton canister reading was felt to be low for the amount of bleed that took place. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.